Manufacturer narrative:
The device was returned to zoll medical UK for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and 30j testing without duplicating the report. The analog board will be replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "check pads" message and failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.